Event description:
It was reported via repair work order that the lift handle/bar detached when trying to lift the cot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.